Event description:
Caller states that the following readings were obtained on a patient, with two inform meters, within 10 minutes: 235 mg/dl, 114 mg/dl, 155 mg/dl (inform system 1) and 117 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 1. Reference medwatch with a1 patient identifier (B)(6) for the inform system 2.